Event description:
It was reported that the pt experienced increasing pain for several weeks. It was determined by CT scan that the catheter had dislodged and was coiled up in the posterior spinal space. The pt was taken to surgery for revision of the catheter. The pt recovered without sequela. The pump contained hydromorphone 30. Mg/ml; bupivicaine 40 mg/ml and clonidine 250 mcg/ml at a rate of 0.4994 ml.

Manufacturer narrative:
Results: used for the catheter.